Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had a revision tha due to a stem loosening on (B)(6). The surgeon revised all components at this revision tha."